Event description:
Customer reported a false negative occurred on the provue when running an antibody screen using ortho surgiscreen screening cells for sample ID#(B)(6). Issue started on: (B)(6) 2013 . Frequency: 3x. Error occurred during: testing . Other relevant details: customer was using surgiscreen lot#vss573, exp. 10/15/13. Igg gel card lot#061113001-17, exp. 4/18/13. Customer had a student run the sample, where the antibody screen for the sample reacted 1+ positive in cell I in manual gel. Customer confirmed the manual gel antibody screen was positive. Customer repeated the screening on provue with a new sample from the same patient (sample ID #(B)(6)) and the antibody screen was again negative. Customer ran a panel using resolve panel a, lot#vra186 with anti-m identified. All heterozygous m positive cells reacted 2+ on the panel. Customer repeated testing on the provue and the antibody screen was negative. Customer obtained a new sample and ran it on provue and the antibody screen was negative. Cts discussed the difference between running samples in manual gel and on provue. Customer was satisfied with discussion and does not want service.

Manufacturer narrative:
The root cause for this event cannot be determined based on the information provided by the customer. The antibody screen for the sample was repeated using the manual gel method and reacted 1+ positive in cell I. Panal testing was performed and anti-m was identified. All heterozygous m positive cells reacted 2+ using resolve panal a. No incorrect or erroneous results were reported as a result of this incident. There was no harm to any patient. Quality control testing performed before and after this event passed. There was no reported harm to any patients.